Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was 230 mg/dl. The customer stated that the pump was beeping and the pump completely off. The customer stated that the display was not blank less than 30 seconds. The customer stated display was blank currently. It was reported that the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. There was no blank display during testing and the device had a corroded battery tube.